Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to severe cardiogenic shock. It was later communicated that the patient outcome was not considered to be device related, and the device operated as expected. The device was not returned for evaluation. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to severe cardiogenic shock. The death was not considered to be device related. The device operated as expected.